Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6) 2021 resulting in fixture loss. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
This report is submitted on november 12, 2021.